Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized with a low blood glucose level of 59 mg/dl. The customer was treated for their blood glucose with a shot which caused the customer to lower their blood glucose. The customer did not provide the date of the hospitalization. The customer did not return the insulin pump back for analysis.